Event description:
It is reported that a customer experienced low blood glucose of 225 mg/dl. The customer was in a hyper glycemic state when the changed the infusion set on their insulin pump. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they had a blank screen on their insulin pump. The customer did not want to trouble shoot the issue and stated that they will monitor the pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.